Manufacturer narrative:
(B)(4). Physio-control examined the returned device and verified the reported issue. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2, on the digital pcb assembly. Physio observed that ic chip u2 had corrupted memory and would not allow the device to complete a power on cycle. It was also responsible for all three icons being present on the device's display. The distributor was provided with a replacement device.

Event description:
Physio-control was completing an incoming inspection on a new device that was to be sent from a distributor to a customer when it was observed that the unit had all three icons (charge pak, attention and service wrench) present on the display and would not power on. There was no patient use associated with the reported event.